Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. (B)(6). The device was not returned for analysis; therefore, a technical evaluation could not be performed. However, a review of the media provided by the customer showed evidence of guidewire entanglement.

Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in the mildly calcified left anterior descending (lad) artery. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after the ivus entered the body following normal flushing, the first run became stuck during withdrawal. It was found that the guidewire cavity of the ivus catheter was entangled with the guidewire, resulting in damage to the cavity. The procedure was completed with another of the same device. The patient condition following the procedure was stable. It was further reported that both the catheter and the guidewire were pulled out together.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. E1: initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in the mildly calcified left anterior descending (lad) artery. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after the ivus entered the body following normal flushing, the first run became stuck during withdrawal. It was found that the guidewire cavity of the ivus catheter was entangled with the guidewire, resulting in damage to the cavity. The procedure was completed with another of the same device. The patient condition following the procedure was stable. It was further reported that both the catheter and the guidewire were pulled out together.

Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in the mildly calcified left anterior descending (lad) artery. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after the ivus entered the body following normal flushing, the first run became stuck during withdrawal. It was found that the guidewire cavity of the ivus catheter was entangled with the guidewire, resulting in damage to the cavity. The procedure was completed with another of the same device. The patient condition following the procedure was stable.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. E1: initial reporter phone: (B)(6).